Manufacturer narrative:
(B)(4). A return procedure for the device was initiated. Upon receipt, an evaluation will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log revealed no system errors, anomalies, hardware device failures or iipv events that could have caused or contributed to the reported difficulty. A sample evaluation was performed and no failure or malfunction were identified that could have caused or contributed to the patient passing away. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. An internal and external visual inspection was performed with no issues noted. No malfunctions, abnormalities, or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.